Event description:
Customer called requesting assistance in reading device event log for a reported over infusion of potassium chloride. Ten meq kcl mixed in 50 ml programmed to run at 50 ml/hr as a secondary infusion. Entire bag infused in 1 minute. Customer declined failure investigation and declined to provide date and time of event and serial number information. No further details available. If the customer requests assistance at a later date, the investigation will be performed and a follow up report submitted.

Manufacturer narrative:
Patient information requested and all available information is included.